Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Concomitant device(s): 320-38-00, equinoxe reverse 38mm humeral liner +0. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-01-38, equinoxe reverse 38mm glenosphere. 320-15-04, rs glenoid plate r post aug, 8 deg, right.

Event description:
As reported, approximately 8 months postop the initial rtsa, this (B)(6) y/o female presented with an acromial fracture (type 1). Acromial stress fracture. No other injury. Action taken, placed back in sling. Follow up in 6 weeks. Outcome reported as continuing. The case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. There are no devices to be returned.